Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the clips formation was not complete. Another like device was used to complete the case. There were no pt consequence.